Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract]. The string completely came unattached [device breakage]. Case narrative: consumer reported via e-mail that the string detached and the tampon became stuck. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] . The string completely came unattached [device breakage] . Case narrative: consumer reported via e-mail that the string detached and the tampon became stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] , the string completely came unattached [device breakage] . Case narrative: consumer reported via e-mail that the string detached and the tampon became stuck. No serious injury reported.